Manufacturer narrative:
The initial MDR 1226181-2015-00419 was filed on july 14, 2015. Additional information (07/16/2015): a siemens customer care center (ccc) specialist contacted the customer to verify if the recommended troubleshooting was performed. The customer replaced the sensor and conditioned it with serum samples. The customer did not obtain any more discordant results. The cause of the discordant, falsely elevated sodium and chloride results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer service engineer (cse). The sample had resulted as expected upon repeat testing on the same instrument. The cse stated that the customer would proactively perform an advanced clean, replace the sensor, and condition the lines with serum samples. Quality controls were run and were acceptable. The cause of the discordant, falsely elevated sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting lower than the initial results both times. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.